Manufacturer narrative:
Unit received with intermittent blank display and constant audio alarm tone. Problem isolated to the motherboard. Unable to perform the displacement, rewind, basic occlusion, occlusion, self-test, off no power test, operating currents, prime/delivery and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Event description:
Customer reported via phone call that when insulin pump light was turned on, pump made had a constant tone. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The information has been provided with this report. The insulin pump was received with blank display and constant audio alarm due to defective connector at mother board. After component replacement no display anomaly or constant tone noted. The insulin pump programmed with the current time and date then monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen.